Manufacturer narrative:
(B)(4).

Event description:
The customer alleged that "1 safety knife was fully retracted inside the plastic housing, dr. Was impaled by the knife, but no additional medical attention needed and occurred before patient contact".